Event description:
Customer reported to beckman coulter, inc (bec) that bloody fluid dripped out of the secondary probe wash of the coulter lh 500 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed a drop of fluid from the secondary mode rinse cup that was contained within the instrument. The fse determined the drop was due to a fibrous clot in the rinse cup drain port fitting. The fse cleaned the drain port and flushed the lines.

Manufacturer narrative:
(B)(4).